Event description:
Customer called to report that he was hospitalized due to high blood glucose. The blood glucose reading was over 500 mg/dl at the time of admission. Customer stated that his vial of insulin was rotten causing high blood glucose. Customer also stated that he was hospitalized in december of 2013 with over 600 mg/dl blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.